Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported on (B)(6) 2023, a peripheral central venous catheter was inserted for chemotherapy. On (B)(6) 2024, the patient felt swelling and pain near the puncture point during infusion. He pulled out the PICC tube 2cm and then injected normal saline. The liquid flowed out from the puncture port and he still felt swelling and pain. He notified the doctor for a b-ultrasound examination and found no obvious abnormalities. The doctor ordered the PICC tube to be removed, and upon inspection it was found that there was a break at the 12cm mark of the tube. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed and determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 11 cm and 12 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on (B)(6) 2023, a peripheral central venous catheter was inserted for chemotherapy. On (B)(6) 2024, the patient felt swelling and pain near the puncture point during infusion. He pulled out the PICC tube 2cm and then injected normal saline. The liquid flowed out from the puncture port and he still felt swelling and pain. He notified the doctor for a b-ultrasound examination and found no obvious abnormalities. The doctor ordered the PICC tube to be removed and upon inspection it was found that there was a break at the 12cm mark of the tube. No other information was provided.

Event description:
It was reported on (B)(6) 2023, a peripheral central venous catheter was inserted for chemotherapy. On (B)(6) 2024, the patient felt swelling and pain near the puncture point during infusion. He pulled out the PICC tube 2cm and then injected normal saline. The liquid flowed out from the puncture port and he still felt swelling and pain. He notified the doctor for a b-ultrasound examination and found no obvious abnormalities. The doctor ordered the PICC tube to be removed, and upon inspection it was found that there was a break at the 12cm mark of the tube. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.